Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that during injection leakage occurred from the hub with a bd safetyglide¿ needle. The following information was provided by the initial reporter: when giving a b12 injection the needle leaked from the location of where the safety device attaches to the hub. Withdrew needle from pt and obtained another needle to finish the injection without difficulty.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation? Yes. D.10. Returned to manufacturer on:(B)(6)2020. H.6. Investigation: one safetyglide needle assembly in an opened blister pack from batch 9028720 (p/n 305921) was received and evaluated. The sample appeared to be manipulated as there was dried red fluid droplets present on the inside and outside of the hub. The sample was visually inspected under 10x magnification with no visual defects observed. The reported defect was not identified in the samples received. Physical unused samples form the same batch are necessary for leakage testing. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that during injection leakage occurred from the hub with a bd safetyglide¿ needle. The following information was provided by the initial reporter: when giving a b12 injection the needle leaked from the location of where the safety device attaches to the hub. Withdrew needle from pt and obtained another needle to finish the injection without difficulty.

Manufacturer narrative:
The following fields have been updated with additional information that was provided by customer: b.3. Date of event: (B)(6) 2019. H3 other text : see h.10.

Event description:
It was reported that during injection leakage occurred from the hub with a bd safetyglide¿ needle. The following information was provided by the initial reporter: when giving a b12 injection the needle leaked from the location of where the safety device attaches to the hub. Withdrew needle from pt and obtained another needle to finish the injection without difficulty.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during injection leakage occurred from the hub with a bd safetyglide¿ needle. The following information was provided by the initial reporter: when giving a b12 injection the needle leaked from the location of where the safety device attaches to the hub. Withdrew needle from pt and obtained another needle to finish the injection without difficulty.